Manufacturer narrative:
A visual inspection was performed on the returned reader, and no issues were observed. The reader did not power on with button press or an insertion of the retained strip, however, the returned meter powered on with the insertion of the universal serial bus (usb) cable. The reader was further investigated and de-cased and no issues were observed upon visual inspection. The voltage of the returned battery was measured and was found to be within specification. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). Observed the reader did power with the button and the battery was observed to be charging, indicating poor soldering of the cpu which can cause the battery not to charge. An extended investigation also was performed on the returned reader and verified that the investigation steps performed confirmed the issue to the solder between the cpu and the pcba. Therefore, this issue is confirmed to poor soldering of the cpu. Dhrs (device history review) for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. All of the tests conducted on this reader during manufacturing passed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 reader would not power on with either button press or test strip insertion after dropping reader. The customer was unable to monitor glucose levels, and subsequently experienced an adverse event in which she experienced seizure and loss of consciousness. The customer was taken to hospital where a healthcare meter result of 35 mg/dl was obtained, and the customer treated with unspecified medication and food for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the freestyle libre 2 reader would not power on with either button press or test strip insertion after dropping reader. The customer was unable to monitor glucose levels, and subsequently experienced an adverse event in which she experienced seizure and loss of consciousness. The customer was taken to hospital where a healthcare meter result of 35 mg/dl was obtained, and the customer treated with unspecified medication and food for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(4) has been returned and is currently undergoing investigation process. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.